Event description:
Pt called lfs and alleged that his meter had a test strip port issue. He reported that the test strip port was damaged, but that there was no misuse of the product. The pt reported that on the day of the event, he was not feeling weel, so he went to bed. He reported waking up 13 hours later and he "managed to get to the phone to call 911". He stated that he received no treatment for diabetes. At the hospital, he was diagnosed with clogged arteries and surgery was performed. The pt was asked if he felt the meter led to the serious injury and he stated, "yes", however, there is no evidence that the meter contributed to the serious injury. It is not known if the pt attempted to test before going to bed or if any medications were taken. The pt did state that he continued to take his insulin, but he was guessing at the amount to take. Medical affairs spoke to the patient on 10/19/04 and attempted to obtain more clinical information, but the pt was not willing to provide any further information. Based on the information provided, there is evidence of a meter malfunction. A replacement meter has been sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.